Event description:
Patient reported "implant has recently deformed, there are bulks/nodules and patient is concerned whether implants are affected by the recall". Subsequently, patient reported implant rupture. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "implant has recently deformed, there are bulks/nodules and patient is concerned whether implants are affected by the recall". Subsequently, patient reported implant rupture. The device remains implanted.

Event description:
Patient reported right side "implant has recently deformed, there are bulks/nodules and patient is concerned whether implants are affected by the recall". Subsequently, patient reported implant rupture. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04mar2024.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed two broken on posterior side assessed as unidentified (tear) opening. Shell thickness within specification). Anxiety-product/procedure: unable to observe as it is not related to the device. Lump/nodule: unable to observe as it is not related to the device. Visibility/palpability: unable to observe as it is not related to the device. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Patient reported right side "implant has recently deformed, there are bulks/nodules and patient is concerned whether implants are affected by the recall". Subsequently, patient reported implant rupture. The device has been explanted.